Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the centrella bed exit function. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of a centrella bed exit not alarming were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventative maintenance pm. Make sure the bed exit system operates correctly. Replace parts if necessary.

Event description:
Baxter received a report from a baxter technician to report the centrella med-surg bed exit not alarming at bed nor nurse station. Patient fell out of the bed with no report of injury. The bed was located at the account. The process step during which this occurred was unknown. It was reported that there was no patient/user injury or medical intervention with this event. There were no other devices reported to be involved.